Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the resection sheath failed. There was no procedure involved. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the ceramic tip broke off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the ceramic tip broke off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.